Event description:
When taking down empty secondary IV bag and connected dextrose flush bag, those IV bags and tubing slipped out of rn's hand and onto floor. The primary IV tubing was still loaded into alaris pump. Primary IV tubing snapped off between blue connector above pump and flexible tubing loaded into pump. IV fluid in tubing leaked fluid onto floor.